Event description:
Reporter alleged obtaining the results of 450 mg/dl, 78 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that on a different day, she obtained the results of 97 and 400-499 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 450 mg/dl, 78 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that on a different day, she obtained the results of 97 and 400-499 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.